Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18623. The pt reported experiencing a shocking and burning sensation at the lead site which caused her to turn the ipg off. The pt indicated reprogramming has not resolved the issue. The pt also reported since losing weight her ipg has moved and she now bumps the ipg which causes discomfort. The pt met with her physician and was prescribed medication for muscle spasms. Also, the pt stated she has received massages which helped. No add'l intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.